Event description:
Patient reported experiencing elevated blood glucose levels while on holiday. Patient stated she experienced elevated blood glucose levels on (B)(6) 2014; took correction via pump but exact readings were not provided. Patient reported elevated blood glucose readings on (B)(6) 2014; changed soft cannula, took correction via pump and no exact readings were provided. Patient stated she was "at a boating" and felt very sick, nauseous, and vomited; took correction via pump and smelled insulin but could not locate leak. Patient reported she was rushed on a speed boat to an island and taken to the hospital via ambulance where her blood glucose level was over 600 mg/dl with positive ketones; was treated with insulin IV. Patient alleges the accessories were the issue; whenever she bolused she smelled insulin. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.